Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a water vapor therapy procedure, the device worked normally for the first three injections and then the needle did not retract fully and would not re-deploy. The physician was able to remove the device. The procedure was successfully completed with a second device without patient complications.

Event description:
It was reported that, during a water vapor therapy procedure, the device worked normally for the first three injections and then the needle did not retract fully and would not re-deploy. The physician was able to remove the device. The procedure was successfully completed with a second device without patient complications.